Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during the preoperative phase after induction of anesthesia, hypertensive blood pressure values were measured invasively using the cable. With increasingly implausible values due to a continuously rising diastolic blood pressure (multiple checks by zeroing), hypotension was revealed after changing the cable (map 30 instead of previously >100). All other vital signs remained stable during this period; the duration of the hypotensive episode is retrospectively unclear. No patient injury to report.